Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system leakage occured. The following information was provided by the initial reporter, translated from chinese to english: verbatim: when the indwelling needle was inserted on (B)(6), it was found that there was seepage in the hose of the indwelling needle when the air was exhausted, and the indwelling needle was replaced with a new one after explaining to the patient immediately. Reinserted without injury to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2055754. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. H3 other text : see h.10.